Manufacturer narrative:
Report confirmed. The associated device was not returned. However, photographs of the pm700 motor were provided. Evaluation of the photographs indicated the inner hose components were installed backwards. The likely cause of the event was the incorrect assembly of the pm700 by a non-medtronic repair facility. The preventive maintenance/ service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. This device has been in use for over 51 months with no record of factory service during this period. The user manual contains the following: inspect devices for any damage before and after each use. If damage is observed, do not use the device until it is repaired. After cleaning and sterilization, verify functionality prior to re-use. When the mr7 system requires servicing or refurbishing, contact medtronic powered surgical solutions repair services for a return authorization and instructions for returning the equipment. Medtronic powered surgical solutions provides quality assured service by factory-trained personnel who will utilize genuine midas rex legend parts as required. We will continue to track and trend this complaint type.

Event description:
It was reported to the sales representative that prior to a procedure, the pneumatic motor was tested and a punctured hole in the hose about an inch away from the motor occurred. It was reported that there was no impact to the patient. The surgeon reported that he had hearing loss in his right ear and one scrub technician stated that his ears were still ringing. An additional scrub technician who was present could not be reached. On follow up it was reported the hose had ruptured and was not clamped when tested. Photographs of the motor and hose were provided which indicated the inner hose had been assembled incorrectly. The facility confirmed the motor had been repaired by a third party, and provided the name of the non-medtronic repair facility. The surgeon reported he had hearing loss of 10 decibels due to the hose rupture. The first scrub technician had no lasting issues, however, the other scrub technician had not returned to work.